Event description:
It was reported that the therapeutic effects are diminishing as the battery fails. The implantable pulse generator (ipg) required more frequent charging. The patient was prescribed with opioid medications. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the therapeutic effects are diminishing as the battery fails. The implantable pulse generator (ipg) required more frequent charging. The patient was prescribed with opioid medications.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024.